Manufacturer narrative:
Concomitant medical products: d314drg, (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced cardiac arrest and was in asystole. Review of a remote monitor transmission revealed there were possible sensing issues; t wave over-sensing was noted on non-sustained ventricular tachycardia episodes and under-sensing of the r waves. A request for additional information was made and it was learned the patient was hospitalized and determined to have brain damage. Due to this the patient was placed on do not resuscitate status. The lead remains in use and no further patient complications have been reported as a result of this event.